Event description:
It was reported the patient experienced discomfort at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was relocated and sutured deeper to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.